Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet pump after running out of insulin, powered it down to stop alerts, then attempted to recharge it using a car charging pad; during removal of the case, the pump housing split open, and a replacement was arranged. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included user interview and support review of the event history and logistics related to replacement and return. Investigation of this case revealed physical damage to the pump enclosure consistent with user handling during attempted charging, with no indication of device alarms, software malfunction, or performance issues prior to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.